Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A customer from (B)(6) stated there were no blood glucose readings in the contour next after july 10th. During the call a blood test was run and she was unable to see the reading in memory. No adverse event was alleged. The meter was not expected to be returned for evaluation. A new meter was sent to the customer.